Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6.5f introducer peel-apart sheath was returned for evaluation and two electronic photos were provided for review. Gross visual evaluation was performed. The investigation is inconclusive for the reported difficult or delayed separation issue as the sample was returned in a peeled apart condition and the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo and the returned sample evaluation. A definitive root cause could not be determined, excessive procedural force, improper peeling technique or device handling, could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6 (method). H11: b3, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the port placement, the sheath allegedly not separated completely. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photos was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during the port placement, the sheath allegedly not separated completely. There was no reported patient injury.